Event description:
It was reported that the ventilator's pressure transducer printed circuit board (pcb) was found defective. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator's pressure transducer printed circuit board (pcb) was found defective. Identification of issue has been done by analyzing problem description, service report and device's logs. There was no patient harm. According to the information provided by the technician, the pressure transducer pcb was replaced. The issue has been resolved and the device was delivered to the user in working condition. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. Defective pressure transducer pcb may lead to high pressure. The evaluation of received device's logs revealed occurrence of the following test failures: internal leakage test, flow test, flow transducer test, patient circuit test and pressure transducer test. All test failures can be a consequence of damaged pressure transducer pcb. The root cause to the reported issue has not been determined.